Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code "malf 3." There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and provided the customer with instructions on handling and returning the malfunctioning device. The customer was advised to reach out to their healthcare professional for backup therapy and was informed they would be receiving a pump with updated software.